Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to pelvic organ prolapse. The patient underwent mesh excision on (B)(6) 2011 due to mesh protrusion. It was reported that the patient underwent mesh removal/revision with cystourethroscopy on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Following insertion, the patient experienced vaginal pain, discomfort and dyspareunia. It was reported that the patient was advised that the remaining mesh was unable to be removed.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that patient underwent partial mesh removal on (B)(6) 2011 and (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.